Event description:
It was reported that patient presented in clinic for magnetic resonance imaging (MRI) procedure. It was noted that implantable cardiac defibrillator (ICD) went into back up mode due to a magnetic resonance imaging (MRI) procedure. The high voltage therapies were disabled as a result. The device was explanted and replaced with new device. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset as a result of off-label MRI exposure. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. During the analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the ventricular septum was loose.